Event description:
Pt having urinary incontinence secondary to failed sphincter implant. Pt underwent revision of bladder neck prosthesis on 4/2/97. Add'l model and catalog no: 72400164. Add'l serial and lot no: cg471006.